Event description:
During a ptca / rotablation treatment procedure multiple difficulties were encountered. The lesion being trated was a calcified, 90% stenotic lesion in a tortuous proximal lad coronary artery. The physcian initially treated the lesion with a rotablator. Next, the physician attempted to dilate the lesion to dilate the lesion with the maverick2 monorail 20/2.0 mm balloon, which ruptured at 8 atms on the initial inflation. The maverick2 monorail 20/2.0 mm balloon catheter was removed and replaced with a maverick2 monorail 20/1.5 mm balloon catheter. This balloon catheter also ruptured at 12 atms on the initial inflation. The patient was asymptomatic during these events. The maverick2 monorail 20/1.5 mm balloon catheter was removed and replaced with a maverick otw balloon catheter to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.